Event description:
It was reported that during surgery, simplex bone cement was used for a patient with a femoral neck fracture. Five minutes after inserting the cement, the patient's blood pressure decreased; patient became in a state of shock. Patient expired after six hours.